Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the there was an unspecified brush in the suction channel. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from okr and the similar event, there was the possibility that this phenomenon was attributed to the following. The cleaning brush was damaged due to deterioration during the reprocessing, and a part of the damaged cleaning brush was clogged inside the subject device, and when used a cleaning brush or an endo therapy the damaged cleaning brush remained inside the scope was pushed out.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that there was a foreign material in the suction channel. There was no report of patient injury associated with the event.